Event description:
The customer reported that the no image during maintenance involving an olympus xenon light source. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.